Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellanav mifi open-irrigated catheter was selected for use. It was reported that the curve shape of the catheter was was inappropriate when it was removed from the box. Additionally the side flush port tubing was severed. A new catheter was used and the procedure was completed successfully with no patient complications.